Manufacturer narrative:
(B)(4). Date sent: 6/18/2021. Additional information was requested, and the following was obtained: did the device self activate? Yes it did. Was there any activation sounds heard? In the middle of doing an x-ray they heard a pop which brought the tech back to the table. What was the degree of the burn (1st 2nd, 3rd)? No degree was assigned to the burn. Burn cream and a bandage was applied and patient was discharged as expected.

Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The device history record review could not be performed because a lot number was not provided by the customer. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device self activate? Was there any activation sounds heard? What was the degree of the burn (1st 2nd, 3rd)?

Event description:
It was reported that during a pacemaker procedure that the bovie was lying on the patient¿s chest while checking the placement of the lead when the or tech heard a ¿pop¿ sound and saw some smoke then saw that the bovie had burnt the patient. The or tech then picked up the bovie. The same device was used to complete the procedure. Patient was treated with some ointment and a bandage. Burn was very superficial. Patient is currently doing fine.